Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump had an overpressure issue. There was unknown patient involvement, no patient injury was reported.